Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with high blood glucose levels and unexpected restart alarms. The customer's blood glucose level was reported to be 432mg/dl. It was reported that the customer treated with pump. Troubleshoot was conducted. It was reported that the pump was operating as designed. It was reported the customer was assisted with updating setting. It was reported the customer was advised to monitor the device and call back if issues persist.